Event description:
It was reported that the patient had been having problems with the pump since it was implanted. The prialt was put in the pump three weeks after implant, but the patient had saline in the pump. The prialt was too high and was making the patient violently sick. The patient was very sick over christmas weekend and was rushed to the hospital. Additional information has been requested regarding the patient¿s interventions and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The outcome attributed to adverse event was updated/corrected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The primary cause of the event was prialt. The patient experienced anxiety, depression, and mood swings. The dose was reduced from 7 mcg/day to 1.2 mcg/day between (B)(6) 2015. It was then reduced to 0 mcg/day. The adverse event ranged from (B)(6) 2014 to (B)(6) 2015. The event was resolving, and the patient was recovering.